Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending and similar complaint trending for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Same case as MDR ID 2134265-2016-02786. It was reported that stent thrombosis occurred. The procedure was indicated due to stable angina ccs class iii and an abnormal stress test. Vascular access was obtained via the right groin. The 95-99% stenosed target lesion with timi 2 flow in the proximal left circumflex (lcx) was treated with treated with angioplasty and the implant of overlapping 2.5x28mm synergy and 2.75x20 synergy stents. The overlap was postdilated with a 2.75x15 quantum balloon catheter with excellent results, 0% residual stenosis and timi 3 flow. The 50-70% stenosed target lesion with timi 2 flow in the mid left anterior descending (lad) artery was direct stented with a 2.5x38mm synergy stent. Overlapped proximally with a 3.0x24mm synergy stent. The overlap was postdilated with excellent results, 0% residual stenosis and timi 3 flow. While the patient was still in the holding room, the patient developed acute stent thrombosis. An iabp was inserted into the left femoral artery. Angiography revealed acute closure of the lad. The lad was treated with a 3.25x12mm nc quantum apex balloon catheter. Timi 3 flow was restored. The physician then stented the proximal lad overlapping the previously implanted stent with a 3.5x12 synergy stent. The physician stented to the lad ostium with a 3.5x16mm promus premier stent with excellent results. The patient was given ic double bolus integrilin during the case. Hemodynamics at the end of the case were good (bp 140/80) and cp free.